Event description:
Boston scientific received information that this pacemaker was unable to be interrogated and when attempted an error message for out of range telemetry would be displayed. There were no adverse patient effects reported. Attempts to obtain additional information from the field have been unsuccessful.

Manufacturer narrative:
--

Event description:
Additional information was received that a call was placed to the original clinic to obtain information regarding patient's status. Information received indicates the previous allegation of interrogation issues was due to the patient not having a boston scientific device at the time. The patient had change out to a competitive device one year prior to the interrogation issue. There is no evidence of any product malfunction at this time or any evidence that the death was related to the no interrogation issue.

Manufacturer narrative:
According to current records this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.